Event description:
Baxter received a report that one intermate unit leaked from the winged luer cap. The winged luer cap could still be tightened with a very slight turn; the fill port cap was tight. The problem was noted prior to product use and there was no patient involvement. No patient injury or medical intervention. Four devices (4) were sent in instead of the initial one (1) reported. This complaint will address device 2 of 4 from the facility.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: leak condition confirmed. Visual examination revealed broken tubing at the luer post. The root cause of this condition could not be determined. A batch review has been conducted which revealed the product met all acceptance criteria for release.